Manufacturer narrative:
The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on the information provided by edwards clinical specialist (cs). Available information suggests that procedural factors likely contributed to the event. Per the information provided, there was insufficient grasp of the septal leaflet caused by low imaging quality. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing non-conformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4). The device was not returned for evaluation, as it remained implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position. Two pascal devices were implanted: the first in an anterior-septal (a-s) position, and second in a posterior-septal (p-s) position. One day post-implantation, a single leaflet device attachment (slda) occurred, as the second device had detached from the septal leaflet. As reported, there was very poor image quality during procedure. Initial tricuspid regurgitation (tr) was grade 4, tr immediately post-procedure was grade 2, and tr grade after the slda occurred was grade 4. As per medical opinion, the slda was likely due to insufficient grasp of the septal leaflet, caused by poor imaging quality. The patient experienced arrhythmia caused by the detached device moving and contacting the ventricle during the cardiac cycle. Reintervention was performed, and an additional ace device was implanted in a posterior-septal (p-s) position above the initial detached device, next to the commissure. The patient was reported as to be good condition following the successful reintervention. The final tr grade was 2, and the rhythm disturbances caused by the detached device were resolved.